Manufacturer narrative:
There is no expiration date for this product. Lot number is unk. Identification sticker was not attached. Device MFR date is unk at this point in time. Evaluation summary: the light handle (B)(4) was received at stryker comm via rma29011885 on 02/16/10, and inspected. There is obvious paint chipping on the distal end of the light handle. It is unk what the root cause of this failure is and this will be discussed with the supplier. Although this paint chipping was complained as an aesthetic element, there is the potential for this paint to chip and fall in the sterile area since this product is located over the sterile area. This is not a single-use device.

Event description:
It was reported that in or 2 there is paint chipping off of the handle on the camera ready light. It does not look like the one from or 4 but is the same style. It also does not have a stryker sticker on the inner portion that indicates part number and lot number.